Event description:
It was reported the right atrial (ra) lead had impedance greater than 3000 ohms and an apparent fracture near the clavicle was seen on x-ray. The ra lead also had no capture at maximum output. The right ventricular (rv) lead showed noise on the ventricular high rate electrograms. The ra and rv leads were partially explanted, capped and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed). (B)(4) - the proximal segment of the lead was returned, analyzed and no anomalies were found.